Event description:
The patient received two leads of lot # 68910. Further follow up identified both the leads were explanted and replaced with the different model which resolved the issue. Reportedly, the patient has effective coverage postoperatively.

Event description:
It was reported the patient experienced ineffective stimulation. X-rays revealed the lead has migrated. Surgical intervention will be taken at a later date to address the issue. Event date is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.